Event description:
Pt came back from the operating room: wanted to sit up a bit higher, attempted to adjust the backrest himself, but the control didn't respond. Following this, the bed then operated functions that weren't requested; tilt and the backrest functions were the last to operate before the bed stopped functioning altogether. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjohuntleigh (B)(4). Additional info will be provided following the conclusion of the MFR's investigation.